Event description:
It was reported that the patient has expired after an implant duration of approximately 132.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Device not returned.